Event description:
The customer contacted physio-control to report that their device powered off by itself twice during a patient event. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio was made aware by the customer, that the battery used during the event was expired. An expired battery may cause power issues, however there was no report or confirmation that a low battery was observed during the event.